Event description:
It has been reported to us that during the procedure, the tip of the guide wire separated and remained inside the pt. The physician inserted the guide wire into the pt's vessel. The physician inserted a dilatation balloon to the dilated the vessel. The physician pushed on the dilatation balloon and the tip of guide wire became separated and traveled distally into the vessel. The physician noticed that the distal tip of the guide wire is free floating in the pericardium. The decision was made to send the pt for a surgical procedure; however, after consideration, they decided to leave the distal tip of the guide wire in place. The device was discarded and will not be returned for evaluation.

Manufacturer narrative:
The customer indicated that the subject device was discarded and will not be returned for evaluation. Therefore, an engineering analysis of the subject device cannot be performed. A cine of the procedure was returned and reviewed. The cine revealed that the tip of the guide wire is loose in the anatomy. The wire appeared to separate at the distal bond joint approx 2cm from the distal tip consistent with the reported event. However, there is no specific evidence in the review of the cine that reveals the actual separation of the guide wire occurring. The lot number of the device is known and a review of the device history record did not detect any deficiencies in the mfg process. The event has been confirmed; however, the exact cause for the event is unk.